Event description:
The catheter was inserted in 2006, without incident. The next day the patient was put on dialysis and the blue luer leaked just behind the luer lock connection.

Manufacturer narrative:
Catheter was not removed from the patient - the blue luer was replaced. Luer crack may be attributed to over tightening of the luer by technician at the time of dialysis. There was no patient death nor injury associated with this complaint. This is a reportable medical complaint because medical intervention was required. Failure may be attributed to operator over-tightening luer connections. Spire biomedical personnel performed tests and could not replicate the problem. The number of cracked luers to date is significantly less than the industry norm. A repair kit is being implemented as a solution to quickly and safely change a cracked luer. Destructive flow and tensile testing according to specifications, along with visual inspections are performed on all lots, as required. Spire will continue to monitor product complaints.